Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker did not recognize the atrial lead plugged into it. Intervention was made; programmer was restarted and the initial values were restored. No patient consequences.